Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer was riding on public transport when the bus hit a speedbump and the chair was thrown a few inches in the air before dropping back down.

Manufacturer narrative:
Not a pride issue. Dealer evaluated unit and stated no visible damage to the chair.

Event description:
Provider alleges the consumer was riding on public transport when the bus hit a speed bump and the chair was thrown a few inches in the air before dropping back down.